Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient said they were getting a message on their controller that said maximum settings have been reached. The patient said they were at 2.0ma and now they couldn't go up any higher. The patient also stated that they went down to 1.9 ma and now they couldn't go back up. The patient also said they were having a little bit of issues with their bowels that just started too. The agent reviewed the meaning of the message with the patient. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned related medical history. This included that the patient said they had a rectum that kept coming out and they did surgery on it but they had chronic asthma and it caused it to dislodge so they had to go back in to fix it. The patient stated that they had an upcoming surgery for this. On 2025-oct-30 additional information was received from a healthcare professional (hcp). The hcp reported that the cause of not being able to increase the stimulation and maximum settings message was determined to be due to an impedance issue with electrode 1. They would be replacing the ins lead and generator in the or. This had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 lfc1 additional information was received from a healthcare professional (hcp). They reported that the cause of the im pedance issues was not determined and not yet resolved. Device replacement was planned, but a date had not yet been set. The patient was still recovering from another surgery so they have to wait to do the revision surgery. The unit was set on another program to avoid the lead with the impedance issue and the device was still in use by the patient.